Event description:
The complainant alleged while attempting to defibrillate a female pt (age unknown), the device would not discharge. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicate that there was no adverse effect to the pt as a result of the reported malfunction.